Event description:
It was reported that unspecified bd¿ catheter leaked, had blood exposure, needle detached and went through catheter, open package seal, and safety mechanism failure. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via post market survey that the clinician encountered occurrences of leakage (5), hematomas (173), localized IV site infections (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis) (1), needlestick injury (before use on patient) (3), needlestick injury (after use on patient) (11), infiltration / extravasation (23), clinician exposure to blood (2), needle detaches from needle hub (11), needle through catheter (11), package seal open before use (1), no / reduced flow of IV fluid (41), the safety mechanism did not cover needle (1), and the safety mechanism did not activate (8).

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history record review could not be performed because a model or lot number was not provided by the customer. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ catheter leaked, had blood exposure, needle detached and went through catheter, open package seal, and safety mechanism failure. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via post market survey that the clinician encountered occurrences of leakage (5), hematomas (173), localized IV site infections (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis) (1), needlestick injury (before use on patient) (3), needlestick injury (after use on patient) (11), infiltration / extravasation (23), clinician exposure to blood (2), needle detaches from needle hub (11), needle through catheter (11), package seal open before use (1), no / reduced flow of IV fluid (41), the safety mechanism did not cover needle (1), and the safety mechanism did not activate (8).